Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was migrated, and it was confirmed using x-ray. When the patient was in a standing position the device moves inside the pocket. The device was repositioned and remains in service. No additional adverse patient effects were reported.